Event description:
Patient self-tester alleged three imprecision results during her training with one inratio meter using two different strip lots. Both test strip lots used were the trainer's thus the patient did not have the strip lot numbers to provide. Results as follows: date: (B)(6) 2012, inratio results: 3.4, 5.1, 4.7. Last result was on an alternate strip lot. All testing was done within 15 minutes. Patient's therapeutic range: 2.0-3.0. Patient recently upped the amount of vitamin k rich foods she eats.

Manufacturer narrative:
Investigation pending.